Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx440-t) was scheduled for implantation. According to the complainant, it became obvious that the reservoir it was connected to was not sealed. The product was not implanted. No patient complications were reported as a result of the procedure.